Event description:
It was reported, pt is a male who underwent right tha revision surgery secondary to osteolysis, polyethylene wear and pain.

Manufacturer narrative:
Add'l information has been requested and if received will be issued on a supplemental report.